Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed to resolve the event. The patient was in stable condition and the will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.